Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted a test sample guidewire was not able to be inserted due to kinks in the conductors blocking the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged/pulled back. Fluoroscopy was reviewed, and it was noted multiple anatomical locations were attempted for lv positioning. After reviewing the procedure notes, the physician speculated after multiple attempts of positioning, a new lead was used either due to thresholds continuing to be high/sensing low on the repositioned lv lead, or a wire was eventually not able to be passed through the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.